Event description:
Patient had redness and swelling at injection sites that appeared three weeks after initial treatment with bovine collagen. Physician diagnosed hypersensitivity and treated with medrol dosepack, which was only temporarily effective.